Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump module had an over infusion of tpn. There was 150 ml of tpn was missing from bag. The tpn was running at 2.3 "mls" on channel a and 0.9 "mls" on channel b. The total volume at 0700 was 18.5 ml and 6.2 ml despite the tpn bag being empty. There was patient involvement but no harm.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that the pump module had an over infusion of tpn. There was 150 ml of tpn was missing from bag. The tpn was running at 2.3 "mls" on channel a and 0.9 "mls" on channel b. The total volume at 0700 was 18.5 ml and 6.2 ml despite the tpn bag being empty. There was patient involvement but no harm.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), c19 - no device problem found, g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex a, c, d and g codes.

Event description:
It was reported that the pump module had an over infusion of tpn. There was 150 ml of tpn was missing from bag. The tpn was running at 2.3 "mls" on channel a and 0.9 "mls" on channel b. The total volume at 0700 was 18.5 ml and 6.2 ml despite the tpn bag being empty. There was patient involvement but no harm.